Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead a zoll representative was on site an evaluated the device. The device was put through functional testing including multiple 200j shocks using multiple fully charged batteries did not duplicate the customer's report. Visual inspection of all external power related connections did not find any discrepancies. Review of the device logs did show six instances where the device was charged. Three resulted in shocks delivered and three timed out during charge due to length of time. The log shows instances of low battery and battery communication issues. The batteries were not evaluated onsite. Analysis of reports of this type has not identified an increase in trend.